Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while locked (cowl). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 3-4 functional mitral regurgitation (mr). The first clip was implanted with no reported issue. A second clip was placed. After the removal of the lock line of the second clip, the clip opened about 40 degrees. The clip is stable on both leaflets. Mr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.